Event description:
Additional information received. The suspected device was later received. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was noted by the provider that the seizure frequency is similar to the pre-vns baseline level. It was later noted that the patient underwent generator revision. The explanted device is being returned but have not been received to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was complete and reviewed. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen with error code 254. Indicative of a reed switch malfunction. It was later reported that the patient was experiencing increased in seizures. Tablet data was received and reviewed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.